Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. As for now, the implantation date is unknown.

Event description:
The device, previously programmed in safer mode was found in vvi 70 mode and unipolar polarities.

Event description:
The device, previously programmed in safer mode was found in vvi 70 mode and unipolar polarities.

Manufacturer narrative:
Please refer to the attached analysis report.